Event description:
Disposable bronchoscope failed to provide an appreciable negative pressure suctioning despite proper connections. Alternative scope was used without incident. FDA safety report ID# (B)(4).